Manufacturer narrative:
According to the reporting facility, the device was discarded and is not available to be returned for evaluation. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, a root cause could not be conclusively determined.

Event description:
It was reported approximately six weeks after implantation of a toric intraocular lens (iol) in the right eye (od), a lens exchange was performed using a lens of the same model, different diopter. In the surgeon¿s opinion, the most likely cause of the event was due to an iol rotation and that a different model iol may work better for the patient. Patient is currently being treated for corneal ulcer.

Manufacturer narrative:
The device was discarded and not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.